Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited foreign material on the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. It is unknown whether reprocessing was practiced in accordance with the instructions for use (IFU). Based on the results of the investigation, the foreign material was not identified and there was no physical damage or deformation to the subject device at the residue point. Therefore, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.